Manufacturer narrative:
The investigation for the optical signal issue, temporary pump stop, and the pump not detected issue has been completed. The data logs show that the impella was running without issue 5/13 - 5/14 till 11:49 am on console ic9283. There were no impella defective alarms, pump stops or placement signal issues. There is a gap in time in which the pump was plugged into ic2043 in which they received an impella defective alarm. There are no data logs returned for ic2043. The root cause of the pump not detected cannot be determined due to lack of data logs or product returned. 5/14 at 1:39pm the pump is plugged into ic2045, the pump is beginning to ramp up p-level until it has alarm 115 and 119 pump stops with ps not reliable alarms. The snr is 0, gain and light are increased, lamp is maxed out and contrast is variable. There are no spikes in motor current (mc) or increases in purge pressure, but the purge flow increases from 5 to about 17ml/hr. 5/14 at 1:52 the pump is running again, motor current was very stable, ps was maxed out at 3000 triggering psnr alarms and there were controller error alarms. The snr is 0, gain and light are increased, lamp is maxed out and contrast is variable. The pump runs until about 5/26 where is it ultimately explanted. Due to lack of product returned, the root cause of the temporary pump stop cannot be determined. Due to lack of product returned the root cause of the optical signal issue cannot be determined. Mso review: the patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the patient's death is assigned to both the pump and aic (console). There is not enough evidence to exclude the impella cp pump and automated impella controller used as an associated factor in the patient's outcome given event details on both devices. Added h6 med dev prob codes 1503, 2917

Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and decompensated right after implant. Vasopressin, epinephrine, and amiodarone drips were started. The patient had suction alarms and performance level p-6 was the highest level able to be achieved. Echocardiogram had poor windows; however, the physician was content with the impella cp position. The patient continued to have poor oxygenation and potential plan for extracorporeal membrane oxygenation (ECMO). The patient continued to be labile. The patient was planned for transfer and during transfer the following day, upon automated impella controller (aic) to aic transfer, ¿impella defective¿ alarm appeared. The new aic used and ¿placement signal not reliable¿ alarmed. Per transport personnel, the impella shut off three times and restarted. It was noted the impella cord not completely plugged in as small gap was visible between console plug in and impella cord. The patient's mean arterial pressure was in the 70s and ECMO at 3l. Impella cord was unplugged to assess prongs, which were all straight then replugged in and still not fitting flush into plug in. The impella cp device was at p-6/ with flows of 2.4l and placement signal was not visible on aic. The physician was okay with muting the placement signal unreliable alarm which was completed with guidance. An echocardiogram was completed and the impella cp measured 3.46cm within mid left ventricle. The patient was noted to also has severe mitral regurgitation and the physician felt, however, the mitral regurgitation was causing a false normal ejection fraction. The patient remains intubated and sedated on support. However, the patient would eventually expire. Care was withdrawn.

Manufacturer narrative:
Medical safety reviewed the event and determined that the demise outcome is assigned to both the impella cp pump and automated impella controller. There is not enough evidence to exclude the impella cp pump and automated impella controller used as an associated factor in the patient's outcome given event details on both devices. The impella cp is one of two devices associated with the event. Refer to initial medical device report for the automated impella controller serial number (B)(6) event date 14-may-2025 and patient identifier end in (B)(6). The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.